Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 1400 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty breathing, thirst, tired. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. No under delivery anomaly or over delivery anomaly noted. Device was programmed and monitored for 2 days. No unexpected alerts noted. History download was successful using thus and care link upload was successful. There was no bolus delivery on 13-jul-2021. Reviewed boluses delivered on 7/12/2021 from the formatted history file. (B)(6) 2021 01:51:24.000. Device was programmed and monitored with test boluses. All boluses delivered properly. No bolus anomaly noted during testing. Device had minor scratched display window, scratched case, faded/stained serial number label, faded end cap address label, scratched keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.

Event description:
The customer reported via phone call that they were in the emergency room and subsequently hospitalized on (B)(6) 2022 due to hyperglycemia and diabetic ketoacidosis. The customer was treated with the insulin pump, manual injections, and an insulin drip. The customer alleged under delivery of insulin.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(6) in feb 24, 2022 retainer ring = clear paitent hosipitalized with high bgs and allegation to pump under delivering on (B)(6) 2021. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. No under delivery anomaly or over delivery anomaly noted. Device was programmed and monitored for 2 days. No unexpected alerts noted. History download was successful using thus and carelink upload was successful. There was no bolus delivery on (B)(6) 2021. Reviewed boluses delivered on (B)(6) 2021 from the formatted history file. (B)(6) 2021 01:51:24.000 normalbolusdelivered = manual bolus normalbolusamountprogrammed = 2.3 bolusamountdelivered = (B)(4). (B)(6) 2021 04:05:56.000 normalbolusdelivered = manual bolus normalbolusamountprogrammed = 1.6 bolusamountdelivered = (B)(4). (B)(6) 2021 05:11:50.000 normalbolusdelivered = manual bolus normalbolusamountprogrammed = 1 bolusamountdelivered = (B)(4). (B)(6) 2021 06:26:10.000 normalbolusdelivered = manual bolus normalbolusamountprogrammed = 1 bolusamountdelivered = (B)(4). (B)(6) 2021 08:25:28.000 normalbolusdelivered = manual bolus normalbolusamountprogrammed = 1.2 bolusamountdelivered = (B)(4). (B)(6) 2021 13:20:02.000 normalbolusdelivered = manual bolus normalbolusamountprogrammed = 0.8 bolusamountdelivered = (B)(4). (B)(6) 2021 15:13:14.000 normalbolusdelivered = manual bolus normalbolusamountprogrammed = 1.3 bolusamountdelivered = (B)(4). (B)(6) 2021 16:36:06.000 normalbolusdelivered = manual bolus normalbolusamountprogrammed = 1 bolusamountdelivered = (B)(4). (B)(6) 2021 20:52:52.000 normalbolusdelivered = manual bolus normalbolusamountprogrammed = 0.9 bolusamountdelivered = (B)(4). (B)(6) 2021 23:35:54.000 normalbolusdelivered = manual bolus normalbolusamountprogrammed = 1.6 bolusamountdelivered = (B)(4). Device was programmed and monitored with test boluses. All boluses delivered properly. No bolus anomaly noted during testing. Device had minor scratched display window, scratched case, faded/stained serial number label, faded end cap address label, scratched keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to confirm customer allegations for high bgs. Tested ok. Allegation for insulin pump under delivering not confirmed during full functional testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.